Event description:
It was reported that a patient alert occurred and that upon interrogation the svc coil lead impedance was high, greater than 200 ohms. The lead was invasively examined and a broken conductor was noted. The lead was capped and no patient complications were reported as a result of this event.